Event description:
A healthcare worker experienced burning and itchiness with a whitening of the skin to the left hand fingers as she removed items from a completed load. The worker washed her hands and went to the employee health department. Her symtoms completely resolved within 4 - 5 hours. The vaporizer plate was reported as in place.